Event description:
It was reported that the atrial lead dislodged in 2012 and was programmed off at that time. The lead was explanted and replaced during a device upgrade procedure on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
.